Manufacturer narrative:
Date of report: 30may2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. This did not resolve the issue so the user interface (ui) assembly and the power management (pm) pcba were replaced which resolved the issue. The unit successfully passed the required performance verification test. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the nav-ring was not working. There was no patient involvement. Event date not specified, estimate used.